Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient went to the emergency room due to unknown reason. Since then, the patient felt vibrating in the stomach when sitting down and was having bowel issues. The patient was also feeling the vibrating sensation in the rectum even when the stimulation was turned off. The device was reprogrammed and was doing well.